Event description:
During a remote follow-up, far-field r-wave oversensing (ffrwos) episodes resulting in inappropriate automatic mode switch (ams) were observed on the device. Technical services was contacted and provided reprogramming recommendations. No intervention has been performed. The patient is stable with no consequences.